Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. Correction to h4, information was inadvertently not included on the initial medwatch. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause that the color bars being displayed on the image were likely due to a failure of the cable unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an image failure during a therapeutic laparoscopic hernia procedure. According to the initial reporter, the intended procedure was successfully completed, without delay or patient harm by using a similar device. An olympus field service engineer (fse) was dispatched to the user¿s facility following a ¿no image¿ report from an olympus 4k autoclavable camera head. During his visit, the fse was unable to determine whether the camera head was causing the failure or the olympus visera 4k camera control unit. During the fse¿s testing, he discovered that the image was not coming in after connecting the camera head. Without the camera head, only color bars were present. This is complaint 1 of 2, submitted to capture the camera control unit. For details relating to the autoclavable camera head itself, please see report 2 of 2 with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.